Event description:
It was reported that smiths medical cad solis pump reads key stuck. No patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, customer's stated problem was able to be verified. Inspected the pump and found no damage or crack. When pump was turned on, it alarmed "key stuck". The device was not able to perform any functional test. A faulty keypad was noted to be the root cause of the reported issue. Service replaced the keypad to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.